Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked machine and found that there was maintenance required code 1 error showing on display. Performed the safety disk leak test, pneumatic performed test found ok. Reset the safety disk and checked. Now error is not showing and tested machine on system trainer found working ok. Handed over the equipment to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional info: e1: (B)(6).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit maintenance required code 1. There was no patient involvement reported.